Event description:
When placing the PICC line the wire was pulled out to size the catheter to the patient. The catheter was cut to needed length and the wire would not thread through the catheter to place the PICC line. The PICC line had not been used on the patient. Manufacturer response for 4.0 french polyurethane double lumen, upicds-4.0-CT-nt-abrm-1111 (per site reporter): reviewed all the information with the IV team looked at the process. End of catheter looked crimped at the end. Question whether the scissors had crimped causing the wire to be obstructed.